Event description:
A surgeon was performing a total knee arthroplasty, and reportedly had the pt's lower leg pressed against the gown in the area of the strike-through for a prolonged period of time. The area of strike-through appears to be at the bottom most area of the gown where the liner ends. Blood borne pathogen status of pt is not known.